Manufacturer narrative:
Other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported by the patient that both of their implantable neurostimulator (ins) depleted in two and half years when they were told it would last 5 years. They also inquired about rechargeable cell batteries and facilities that replace ins batteries in an outpatient setting because they have negative effects with anesthesia. The patient was redirected to their healthcare provider and no patient symptoms were reported. 3004209178-2016-23682.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.